Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient saw a poor communication screen on the patient programmer. The patient stated that they had used their antenna to try and connect but to no success. The patient was instructed to power the programmer off and on and re-sync but this did not resolve the issue. The patient reported that they were trying to increase the settings because she had not felt stimulation since (B)(6) of 2016. The patient stated that the device was not working for her because she had a return of symptoms where they were a little worse than before she got the device. The patient experienced the return of symptoms since at least (B)(6) of 2016 and had poor communication since (B)(6) of 2016. The patient stated that at the time of report she had symptoms all the time. The patient was instructed to unplug the antenna then place the patient programmer directly over the stimulator and sync but this did not resolve the issue. The patient was advised that based on the timeline the implant was most likely dead but only the healthcare professional would be able to confirm. The patient was advised to meet with their healthcare professional to check the device and call back if the stimulator was found to be ok. Additional information from the patient indicated that the stimulator was not making contact and was thus defunct. The patient was advised to call her healthcare professional for a replacement but the patient noted that since the representative only appears one time a month she would not be able to resolve the issue at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.